Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2019-02879. It was reported the patient's right lead eroded through the scalp. As a result, the patient underwent surgical intervention on (B)(6) 2019 wherein the lead was cleaned and repositioned. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.

Event description:
Device 1 of 2; reference MFR. Report#: 1627487-2019-02879.